Manufacturer narrative:
The pod had no damages that would impact insulin delivery. No timeouts or drive stalls were observed in the data to indicate a struggle to deliver insulin. The patient history buffer data shows insulin being delivered accordingly. The pod was observed to deliver insulin as intended. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported wearing the pod on the abdomen for longer than 48 hours. While sleeping, the patient awoke feeling sweaty and recognized this as a common symptom of low blood glucose (bg). The patient went to the kitchen to drink a gatorade to treat the suspected low bg. The patient stated they do not recall what happened afterwards, but later found themselves on the floor. At the time of the event, the bg level was reported as 32 mg/dl. The device was returned and evaluated. The investigation found no damages to the pod which would impact insulin delivery.